Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe had poor cutting performance and had abnormal sound during vitrectomy surgery. The surgery was completed after the pack was replaced with new one. There was no harm to patient. Additional information was received in follow up by nurse that the aspiration did not work normally.

Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch, for the report. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and no noise was observed during testing. The sample was found non-conforming for actuation. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe sample had cut or aspiration failures, or abnormal sound. The evaluation indicated that the probe had an actuation failure. The cut & aspiration functions of the probe were conforming, however, the observed actuation failure could have caused the probe to not cut and/or the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. The reported cut and aspiration failures, as well as the reported abnormal sound, were not confirmed and the exact root cause of the actuation failure could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).